Event description:
It was reported that this right atrial (ra) lead exhibited a high out-of-range pacing impedance measurement greater than 2,000 ohms. Recorded ra measurements over the past six months have all been within range from 570 ohms to 1141 ohms and the atrial sensing remains stable. The presenting and stored electrograms (egms) show normal device operation on this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead measurements are stable. At this time, the device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).